Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient felt an uncomfortable sensation of paresthesia (shock or jolt) since their last visit. It was unknown what actions were taken and unknown what the outcome of the event was at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study via a manufacturer representative regarding a patient. It was reported that the principle investigator of the study felt that the patient caused some other kind of injury to themselves while they were on a mission trip to (B)(6). The patient had an MRI in (B)(6) and they had more pathology that could be causing the shocking sensation that they were feeling. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported since the patient¿s last visit, they had felt paresthesia that was uncomfortable (shocking or jolting). The patient was not satisfied with the stimulator and stated that they only got either back pain relief or leg pain relief, but not both. The patient did not want anyone messing with it and was afraid they would not get any relief if someone changed the settings. The patient was exited from the study on (B)(6) 2019 after completing the study requirements. No further complications were reported/anticipated.